Event description:
A malfunction was reported on the pump, which was noted to have occurred for the second time. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and since the malfunction did not recur, the customer was advised to continue using the pump and to contact technical support if the issue reappeared.